Event description:
The lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. Mechanical and visual analysis found the helix and distal coil clogged with body fluid/tissue, preventing helix from extending. The condition of this device was not found to be a result of deficiency in materials or workmanship.